Event description:
The catheter was difficult to advance into the pt's right forearm vein, and when the catheter tubing was pulled out, the tip of the catheter was missing. An x-ray was taken to locate the fragment. The catheter is retained in the posterolateral soft tissue adjacent to the radius.

Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the sample. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).